Event description:
After iabp for about two days, a hissing sound (leak sound) was ntoed coming from the y-fitting. Iab continued. Event complications: none from the event - rpt'd 3/4/97, 4/18/97. Pt current status: unk - rpt'd 4/18/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Visual examination revealed the entire extracorporeal tubign to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after a laboratory extracorporeal tubing was attached to the y-fitting). The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. No hissing sounds were heard coming from the y-fitting area. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned portion of the iab. Probable cause of difficulty: it was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. Having the opportunity to have examined the entire balloon catheter may have provided some additional insight into the encountered difficulty. Although conjectural, a leak in the unreturned portion of the device may have contributed to the rpt'd sound.